Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was prepared with no issue. During individual gripper assessment in the left atrium, one gripper would not lower. The device was removed, and the grippers were tested at the back table. The gripper was able to lower after flushing and cycling the grippers. The clip was re-introduced to the patient¿s anatomy and was deployed. Another clip was implanted, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. The reported improper or incorrect procedure or method was associated with the user re-using the clip delivery system after removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.